Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No -lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm13.7 implantable collamer lens, -12.5/+1.0/x082 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens container. Visual inspection found no visible damage to lens. Claim #(B)(4).